Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a no delivery alarm on the insulin pump within 10 minutes after a bolus of 2.0 units. Customer's blood glucose was 175 mg/dl at the time of the incident. Customer stated that he received a no delivery alarm and removed the battery. When he placed the battery back in the pump, he had an unexpected restart alarm. Customer set up the time and date and was assisted with rewinding and priming. Customer stated that the pump was without a battery for about an hour and a half. Customer stated that the basal rates are still there and he believes they are accurate. Customer stated that he already changed the reservoir and the issue was resolved. Customer mentioned that he recently had a high blood glucose level of 400 to 5000 mg/dl. Customer reported that he visited his health care professional and found it was due to inaccurate basal rates, which was fixed. Customer stated that his blood glucose has been stable since then.